Event description:
On (B)(6) 2011, pt reported he noticed problems with the down button on the infusion device responding intermittently. Pt stated the button does not remain flat. Pt reported he received a letter regarding the up/down button recall notification. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.